Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was 145 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they will monitor the issue and will call back if the issue persists. No further information was provided.